Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis sheath was returned for investigation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air was aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water was noted to leak out of the hemostasis hub. A farapulse catheter was inserted into the sheath and it was retested for leaks. Air was aspirated and water exited the hemostasis hub. The cap was removed from the hemostasis hub and microscopic inspection of the hemostasis seal revealed a tear in the side of the seal. A corrective action was initiated to investigate the failure mode of the agilis leaks.

Event description:
During a pfa atrial fibrillation procedure, the agilis introducer was aspirated and flushed before introducing. After it was introduced, the agilis aspirated air. The agilis was exchanged, and the procedure was completed with no adverse patient consequences.